Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, a supplemental report will be submitted.

Event description:
It was reported to philips by a customer that the unit's battery led is not illuminating. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer reported the unit's battery led is not illuminating. The customer stated the front bezel was replaced and the issue continued. The customer stated the unit operated from battery power. The rse asked the customer to check the voltage coming from the power supply and found the 12 volt signal was missing. The rse advised customer to replace the power supply and provided the part ID and pricing. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.